Event description:
It was reported that the target lesion was located in the heavily calcified diagonal artery. The xience stent was advanced to the lesion without pre-dilatation. No resistance was reported during advancement of the device to the lesion. Upon the first inflation at 12 atmospheres, a pinhole rupture was suspected. The stent was able to be implanted without issue and the stent delivery system (sds) balloon was deflated and retracted without issue. Post dilatation was performed with an nc trek balloon. The physician commented that the rupture was likely due to the heavily calcified lesion. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device code (B)(4): no pre-dilatation. Evaluation summary: the device was returned for evaluation. The balloon rupture was confirmed. Based on visual, functional, and scanning electron microscopy (sem) analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the instructions for use (IFU) instructs the physician to pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter.